Manufacturer narrative:
On (B)(6) 2020, additional information received indicated that patient had the device removed and replaced with another mentor device with cat#;3503501bc, sn#:(B)(4) on (B)(6) 2019. The patient did not experience any accompanying symptoms, was not hospitalized, and has since fully recovered. On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. Device evaluation summary: during visual inspection of the device it was observed with no apparent damage. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Concomitant products: mentor memorygel breast implant, cat #: 3503501bc, sn #: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with mentor memorygel 350cc silicone breast implants which the left side has issue with capsular contracture baker grade iii after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.